Event description:
It was reported that the patient presented in-clinic for a follow-up. It was noted the implantable cardioverter defibrillator exhibited back-up vvi operation. A device download was performed successfully. The patient appeared to be stable before and after programming.